Event description:
Emergency medical technician's responded to a pt described as in cardiac arrest. The pt was connected to the device and the "analyze" button pressed. According to the rptr, the device went into manual mode on it's own and would not analyze the pt's rhythm. Leads and pads were checked, power cycled and the device subsequently operated properly. The pt was not resuscitated. The rptr also stated the device, at one time, failed to advise a shock on what appeared to be a shockable rhythm.